Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic after receiving an alert for non-sustained right ventricular over-sensing. Upon interrogation, high capture threshold and noise on the rv lead was observed. All electrical measurements were stable. An x-ray image confirmed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. During the procedure, insulation breach was noted on the atrial lead. As a result, the atrial lead was also explanted and replaced. The patient condition was stable. Related manufacturer reference number: 2938836-2017-24173.